Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A photo was provided for evaluation. Based on the photo observed a used cannula hub with blood observed in the cannula hub chamber and the safety clip was not covering the cannula bevel but seated at the bottom of the cannula hub. Flashback of blood can be seen in flashback chamber, while the safety clip was dislodged, and clip position was observed near the cannula hub and not covering the cannula tip. The actual condition of the complaint sample (cannula condition, crimp length, clip condition, bevel condition or any damages) also cannot be identified or measured based on the photo. As no sample was received, we could not determine the actual caused. Based on the batch manufacturing records and inspection data, no abnormality was observed. Reviewed the DHR of the complaint batch 22k30g8951 and no abnormality was observed at in-process and at final control inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description; upon use and removal of the 20g stylet the safety mechanism failed to engage. No injury reported.